Event description:
7/8/97 pt was taken to surgery. Spinal anesthesia was administered. The fracture site was reduced by the dr. He then was in the process of placing screws and a synthes narrow dcp (plate), when the drill bound and the tip of the drill broke off. Dr noted that to remove this would entail taking the plate out and taking the fracture apart. The decision was made not to take the fracture apart to remove the drill bit fragment, because the risks outweighed the benefits. This was explained to the pt.